Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec mgit mycobacteria growth indicator tubes, ten (10) tubes were observed to be missing the reagent label. There were no health impact or consequences reported.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, ten (10) tubes were observed to be missing the reagent label. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record reviews for batch 4116299 were satisfactory per internal procedures. Formulation, torquing, and filling processes were within specifications. In process checks were performed at the designated intervals. Qc inspection and testing were satisfactory at time of release. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels used on (cartons/bottles/tubes/etc.), used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 4116299 shows there was no shortage or excess of labels after manufacturing. The complaint history was reviewed, and one other complaint has been taken on batch 4116299. Retention samples from batch 4116299 (100 tubes) were available for inspection. There were no missing labels observed in the retention samples. There were two photos received to assist with the investigation. One photo shows the carton label for batch 4116299; the other photo shows a mgit tube without a tube label. No returns were received to assist with this complaint. This complaint can be confirmed for missing label. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for defects.